Manufacturer narrative:
(B)(4). A motor error alarm occurred during the basic occlusion test and the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump passed the operating currents measurement test, the self test, the unexpected restart error test, and the displacement test. Analysis was unable to perform the occlusion test and the no delivery test due to the motor error alarm. The insulin pump's motor passed the motor test. The insulin pump had a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, a cracked belt clip slot, and minor scratches on the display window.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery. The customer was assisted with motor error troubleshooting. The customer¿s blood glucose level was 130 mg/dl at the time of the incident. The drive support cap appeared normal and the insulin pump was not exposed to high magnetic fields. The customer was able to complete pump rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting for no delivery was declined. The insulin pump will be returned for analysis.